Event description:
The pt presented with vortex port that has fractured at the junction between the catheter and the port. Per surgery report, "the catheter did not appear to fracture upon removal, but was found to be fractured at its junction to the infusaport. After handing off the catheter, the remaining port itself was dissected from surrounding capsule and removed intact, associated with the sutures securing the catheter to the subcutaneous tissue and fascia." The port was used 3 times per week per pt's family for IV medication.